Manufacturer narrative:
The customer¿s products were requested for return. One vial of test strip lot 409650-12 was returned and the test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 38782900. Specified target range 2.4-3.0 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Measurement 1: 2.8 inr, measurement 2: 2.8 inr, measurement 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 409650) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in(B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 0.9 inr and at the same time the result from the laboratory was 2.0 inr. The therapeutic range was 2.0-3.0 inr.